Event description:
The customer reported being in the hosp for shortness of breath. The blood glucose reading at time of the call was 400 mg/dl. The customer stated while he was at home using the insulin pump his blood glucose was on the 190 mg/dl range. The customer stated that the insulin pump was removed while being at the hosp and his blood glucose rose above 400 mg/dl. The customer stated that the dr advised him that the cause of his admission is underlying sinus cavity infection as well as diabetic neuropathy. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.